Event description:
The pt reportedly experienced decreased performance. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery is under consideration.